Manufacturer narrative:
It was reported via (B)(6) study that approximately five months post uncomplicated precise carotid artery stenting the patient died. The event was reported to be unrelated to the procedure and device; however, the cause of death is not known. With investigational efforts, no additional information was available. The patient was admitted to the index procedure asymptomatic with a 95% stenosis in the proximal internal carotid artery. The (B)(6) male had a history of clinical copd, cardiac arrhythmia, congestive heart failure, history of smoking, diabetes mellitus, myocardial infarction, and hypertension. Additional high risk classification included known severe left ventricular dysfunction; lvef<35%. The lesion was 15mm long, ulcerated, with mild tortuosity and concentric mild calcification. An angioguard rx was successfully deployed and retrieved with no technical problems. The lesion was pre-dilated. A 10 x 40mm precise pro rx stent was deployed. The residual stenosis was 50%. There was no neurologic deficit when the patient left the angiography suite. There was no presence of air bubbles documented. The patient was discharged the following day with no major adverse event with stroke scores unchanged from baseline. The 30 days follow up was performed and there was not major adverse event. Antiplatelet medication included aspirin and clopidogrel. Approximately five months after the index procedure, the patient died. The cause of death on the death certificate is not known and it is not known if there was an autopsy. The device remained implanted and is therefore not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14088816 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14088816. An investigation was requested to (B)(6) and the results indicate that all stents shipped meets specified release requirements. Please refer to attachment (B)(4) under attachments section. This patient's medical history put him at an increased risk for major adverse event. Based on the available information and the lack of information regarding the patient's death five months post carotid artery stenting, no conclusion can be made regarding the relationship of the event to the device. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Medications, pre-procedure: clopidogrel and aspirin. Intra-procedure: heparin, post-procedure and discharge: clopidogrel and aspirin. The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.

Event description:
The information received from the (B)(4) study indicated that the patient was admitted asymptomatic with a 95% stenosis in the proximal internal carotid artery. The lesion was 15mm long, ulcerated, with mild tortuosity and concentric mild calcification. The lesion was pre-dilated. A 10 x 40mm precise pro rx stent was deployed. The residual stenosis was 50%. An angioguard rx was successfully deployed and retrieved with no technical problems. There was no neurologic deficit when the patient left the angiography suite. There was no presence of air bubbles documented. The patient was discharged the following day with no major adverse event. The 30 days follow up was performed and there was not major adverse event. Approximately five months after the index procedure, the patient died. The cause of death was not reported. The event was reported to be unrelated to the procedure and device.